Event description:
As reported, during a tavr case via left subclavian cutdown access via 8mm graft attached to the subclavian artery and gore dryseal sheath sutured on the distal end of the graft. A 29mm sapien 3 valve was advanced into the gore sheath and through the graft. The s3 valve would not pass into the native valve. The crossing difficulty was attributed to there not being enough support or stability so the heart team decided to remove the s3 to exchange to a stiffer wire. The valve and delivery system were unable to be withdrawn into the ascending aorta and during retrieval the left subclavian artery ruptured. Vascular surgery was called to control and stop the bleeding. The vessel was repaired with a balloon and covered stent. The valve replacement was aborted.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imaging was provided which revealed the valve remained crimped on the crimp balloon. The valve was caught within the 8mm graft, which was sutured onto the the gore dryseal sheath, allowing for subclavian artery access. Tortuosity was present in the patient's access vasculature. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. The commander delivery system IFU, the commander with s3 device preparation manual, the commander with s3 procedural training manual and supplemental for subclavian approach were reviewed for guidance and instructions. The device procedural training manual provides guidance on thv retrieval through sheath. The thv can be retrieved through the sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure the delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and the delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. The crimped thv aligned on balloon is larger than the crimped thv off balloon, take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip an ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. In addition, during delivery system and sheath removal, assess if post dilation is needed, retract the delivery system for the ascending aorta into the sheath, dsa contrast injection from lima catheter for better visualization to ensure no vascular access complication and remove the delivery system as a single unit without torquing while maintaining wire in place. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty or inability to withdraw system with valve was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, a review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per complaint details, 'the valve and delivery system were unable to be withdrawn into the ascending aorta and during retrieval.' Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' The provided imagery revealed tortuosity present in the patient's access vessel. Tortuosity can create sub-optimal angles that can lead to non-axial alignment of the delivery system with the sheath during withdrawal. Additionally, as the valve remained crimped on the balloon during retrieval, it can get caught on the vasculature and further contribute to withdrawal difficulties. In this case, available information suggests patient (tortuosity) and procedural factors (withdrawal of crimped valve) may have contributed to the reported event. However, without applicable patient/procedural imagery, a conclusive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.